Event description:
The account alleged there is an electrical burning smell and the pendant is not working properly. Sometimes the bed will keep working when you release your hand from pendant.

Manufacturer narrative:
The technician inspected the bed and found no evidence of a "burn spell". He did however find that the hand pendant was not working properly and would intermittently still function after a button was released. The technician replaced the hand pendant to repair the bed.